Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that a difficulty crossing event occurred. Vascular access was obtained via the radial artery. The 31x2.75mm, de novo, concentrically shaped target lesion was located in the moderately tortuous and moderately calcified ostial to mid left anterior descending artery (lad). Proximal stenosis was 90% and mid stenosis 85%. Predilation was performed with a 2.0x20mm unspecified balloon catheter resulting in 80% residual stenosis. A 2.75x32mm promus element stent delivery system was selected to treat the lesion. The doctor advanced the device, but it could not cross the target lesion. The doctor withdrew the device and predilated again. However, the device was still unable to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. Struts on the three most proximal stent rows were damaged and lifted distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. A visual and microscopic examination of the device identified a break in the hypotube shaft at 183 mm from the catheter strain relief. In addition, the hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).